Event description:
During attempted placement, the stent was inadvertently pulled back into the guiding catheter. The stent stripped off the balloon and is believed to have been lost in pt's iliac. No attempt to locate or retrieve stent was made.